Event description:
Additional information was received that another alert was generated from the remote home monitoring system for intermittent high out of range shock impedance measurements. The field representative was unable to obtain additional information from the clinic. No adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for intermittent high out of range shock impedance measurements on the right ventricular (rv) lead. The clinic brought the patient in for evaluation and the alert was cleared. No further troubleshooting was performed and the field representative was unable to obtain any additional information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.